Event description:
It was reported that the patient felt an increase in her bladder activity after implantation in comparison to its functionality before the device was implanted and that her symptoms had become worse. The patient stated that her device worked when it was first implanted, and her symptoms occurred "off and on." The patient further noted that she had been under a lot of stress. It was noted that the manufacturing representative reprogrammed the patient about a month ago, but it did not help and the device had not been reprogrammed since. The patient further reported a loss of therapeutic effect, and that she could not feel a stimulation sensation. The patient also reported a shocking or jolting sensation. The patient reported feeling stimulation when the amplitude was high, but that the higher settings were uncomfortable and "didn't work better." The patient reported symptoms of "constantly being wet, like a constant drip", a feeling that "something was inside her" when the amplitude is set to 2.7-2.8, and a stinging sensation when she sat down and the amplitude was too high. The patient indicated that there was no known accident related to the complaint. The patient reported that she was able to change the programs and amplitude on her device. The patient reported that an amplitude of 2.5 was comfortable, while an amplitude of 3.7 was too high and an amplitude of 2.0 was too low. The patient outcome was not provided. Additional information was requested but not made available at the time of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v560416, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).